Manufacturer narrative:
(B)(4).

Event description:
According to the reporter, during an escape intestinal resection for complete rectal prolapse, the device operator used a handle and reload. The following day around 5 am, the patient went into cardiopulmonary arrest. There was a 2 centimeter trephination that was found near the distal end of the staple line during re-operation. Later the death was confirmed.